Event description:
On (B)(6), 2009, this pt was implanted with excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt also had a stent placed in the left renal artery. On (B)(6), 2009, a CT scan revealed a proximal type I endoleak. On (B)(6), 2009, an aortic extender component was implanted to treat a proximal type I endoleak. The type I endoleak resolved; however, a type ii endoleak was revealed. The physician chose to monitor the type ii endoleak.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).